Event description:
It was reported that during device upgrade the lead developed bad sensing and increased threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: changed event type code from malfunction to injury; removed title for initial reporter, corrected device implant date. Corrected event description. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found. Blood/body fluid was present on several conductors. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed a distorted defib conductor, outer insulation breached cut, the presence of a white substance, and apparent explant damage. Part of the lead was returned to the manufacturer in segments.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during the upgrade to a dual chamber implantable cardioverter defibrillator, the lead developed sensing difficulties. Due to the sensing issues, it was decided to excised the right ventricular lead and replace it. There were no patient complications reported as a result of this event.